Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. Device was monitored and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm without low battery alarm. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Battery did not last more than one week. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.